Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during the implant procedure, there were difficulties with the right ventricular (rv) lead helix for the lead fixation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.